Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the physician was trying to position the lead for his bundle pacing. When the lead was placed, the threshold was high and it would not pace. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.